Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with blank display due to cracked on lcd glass. No moisture damage found on electronic assembly and motor. The insulin pump was received with cracked on lcd window, broken belt clip slot, cracked at reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and blank display. The customer's blood glucose reading was 112 mg/dl. The customer stated the insulin pump was exposed to moisture; water. She stated there is moisture under the lcd screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.